Event description:
New information notes that the programming changes were not made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes. This was noted to be due to myopotential over-sensing. The patient was asymptomatic. Programming changes were discussed but have not yet made. Further information was requested but not received.